Manufacturer narrative:
(B)(4). Batch #: p93r4g. Investigation summary: the device was returned with no apparent damage. Then the device was connected to a test handpiece and functionality tested on a gen11. When the device was analyzed, it was determined that it was connected to more than one generator. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device.¿ due to the returned condition of the device, the reported event could not be confirmed. Next, the device was disassembled to inspect the internal components and no anomalies were noted. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an endoscopic hysterectomy procedure, the scalpel was hard to cut after cutting the round ligament of the uterus. Changed to connect with another handpiece but alerted 'replace instrument.' Finally, the surgeon changed to open surgery. Converted to open because scalpel was hard to cut and there was no other scalpel available to use in this hospital. Power level settings were not reported. The patient is stable and in the hospital now.